Manufacturer narrative:
Evaluation of the returned ruby coil could not confirm the reported complaint. During the functional test, the ruby coil was advanced out of its introducer sheath and a shape was present. Further evaluation revealed coagulated blood along the embolization coil, the pusher assembly had kinks and bends throughout its length. This damage was incidental to the reported complaint. The coagulated blood on the embolization coil may have prevented the coil from taking its intended shape during the functional test. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance a ruby coil into the target location; however, the ruby coil would not take its intended shape. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.